Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. A philips remote service engineer (rse) examined the system remotely and confirmed that the system had a remote alert for one of the memories in the host pc was not available or failing during application. Review of log files showed host pc related issues. Upon troubleshooting and checking the log files rse found "rmt: host pc memory 2 problem occurred during runtime". To resolve the issue, the field service engineer (fse) as recommended by rse ordered and replaced the host pc and updated new lof (license option file) and checked system. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave a remote alert indicating the host computer had a memory problem, which can impact booting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.